Event description:
It was reported that the customer's pump had an alarm. Troubleshooting was performed. The alarm did not recur. During the call the customer stated that they were hospitalized for dka. The pump passed the testing and no bent cannulas was found. Suggested the customer to call back the help line if the alarm persists.